Event description:
The pt's mother reported the pt was hospitalized on (B)(6) 2011 due to elevated blood glucose. The mother stated that on (B)(6) 2011 the pt's blood glucose measured 24.6-25.6 mmol/l (443-461 mg/dl). The pt bolused through the infusion device to lower elevated blood glucose but the mother feels insulin was not delivering. On (B)(6) 2011, the pt's blood glucose measured 25 mmol/l (450 mg/dl) and the pt felt unwell and tired with pain in the upper arms and vomiting. The pt was admitted to the hospital at approx 11:00am and was treated with an insulin infusion of rapid acting insulin for 24 hours. The pt then reconnected to the infusion device and was monitored for the remainder of hospitalization. The pt was released from the hospital on (B)(6) 2011. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.